Event description:
The customer reports that rpms sound lower than they should be. Device would not take a graft properly. Used a second dermatome to take the unanticipated second graft. They report pt contact but no injury. The customer was unable to provide any better info.

Manufacturer narrative:
To date, the device involved in the reported incident has not been rec'd for eval. An investigation has been initiated based on the reported info.